Event description:
This is a spontaneous report by a nurse from (B)(6) of peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. During a call with baxter customer service, the patient's nurse reported the following information. On (B)(6) 2010, the patient developed peritonitis. On (B)(6) 2010 the patient was hospitalized for peritonitis. The cause of the peritonitis was unknown. It was unreported if treatment was provided. Pd therapy was ongoing. On (B)(6) 2010, the patient was discharged from the hospital and had recovered from the peritonitis.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. This is report 2 of 3 involved in this peritonitis event. The root cause could not be determined based on information available in this complaint report. A batch review was performed for potentially associated lots (gd876490, gd876474, and gd874834) with no issues noted during the manufacturing process. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.